Manufacturer narrative:
During a follow up call on 05/04/2016, the customer indicated blood glucose level was 384 mg/dl, which was addressed with a correction bolus via the insulin pump and , if needed, manual injections would be used. The customer stated feeling "fine" and declined a follow-up call from tandem's technical support.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was elevated; however, the value was unknown as the issue had occurred in the past. It was indicated that the customer will continue using the pump for diabetes management.